Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. Displacement test was not performed due to motor error alarm. Motor position encoder error alarm was not verified in alarm history due to history file was overwritten. The device had cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer received a motor error alarm from his insulin pump. The customer's blood glucose level was 160 mg/dl. Standard troubleshooting was performed. The insulin pump may have been exposed to a strong magnetic field. The insulin pump was unable to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).